Event description:
Through my research review as rn product support specialist, the following article came to my attention: "seroma-associated primary anaplastic large-cell lymphoma adjacent to breast implants: an indolent t-cell lymphoproliferative disorder". (Modem pathology (2008) 21, 455-463).

Manufacturer narrative:
Med watch submitted: (B)(4) 2012. This event was sent initially via (B)(6) 2009; q1 (B)(6) 2010; q2 (B)(6) 2010 and q4 (B)(6) 2011. Device labelling addresses the event of seroma as: for primary augmentation pts, seroma rate = (B)(4). Primary reconstruction pts = (B)(4) (other complications.) Swelling = (B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.